Manufacturer narrative:
D10 concomitant product: 18880, 18880 8.0mm taperguard evac trachealx10, lot# 24g1136jzx. 18880, 18880 8.0mm taperguard evac trachealx10, lot# 24g1136jzx. 18880, 18880 8.0mm taperguard evac trachealx10, lot# 24g1136jzx. 18880, 18880 8.0mm taperguard evac trachealx10, lot# 24g1136jzx. Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line tubing was collapsed inside the lumen of all tubes. Functionally, an inflation and deflation test was performed. Air was applied to the cuffs using a syringe, and it was observed that inflation was difficult and deflation was hard. It was reported that the 8.mm endotracheal tube's cuff was extremely difficult to inflate, with resistance felt, and once inflated, it would not deflate. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 8.mm endotracheal tube experienced cuff inflation and deflation issues. Specifically, the cuff was extremely difficult to inflate, with resistance felt, and once inflated, it would not deflate. The issue was identified during a standard protocol check at a hospital. There was no patient involved.